Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 140 mg/dl. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.